Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of ten device. The event report alleges the product was used in a surgical procedure. However, analysis suggests that the products were not used in a surgical procedure. The visual inspection and functional evaluation of the products had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during kidney graft procedure. Customer tried to use a suture during kidney graft procedure at least 3 sutures was faulty. The needle detached and stayed in needle holder or in vessel.